Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, oversensing of noise was observed on both this patient's right atrial and right ventricular channels. Additional information provided from the field indicated that there was no pacing inhibition noted. The physician reprogrammed the device and it continues to remain implanted and in service. No adverse patient effects were reported.